Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) rn called because is unable to get the printer to work. The printer had been set to print every 15 minutes for her shift and suddenly would not print. Customer tried a new roll of paper and tried in both directions confirms the door for the paper was closed completely, they tried pressing and holding for a continuous print, none of these worked. I asked if there was another back up pump at the facility, customer stated believe there was and will locate and switch the patient over. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.